Event description:
It was reported that this pacemaker, showed on the right ventricular (rv) lead impedance out-of-range and noise episodes in a pacemaker-dependent patient. Ts suspects spring contact behavior at the header-lead interface. Lss triggered a change to unipolar sensing, leading to pacing inhibition >2 seconds. No adverse events occurred. The patient should be seen promptly for reprogramming. No adverse patient effects were reported. This system remains in service.

Event description:
It was reported that this pacemaker, showed on the right ventricular (rv) lead impedance out-of-range and noise episodes in a pacemaker-dependent patient. Ts suspects spring contact behavior at the header-lead interface. Lss triggered a change to unipolar sensing, leading to pacing inhibition >2 seconds. No adverse events occurred. The patient should be seen promptly for reprogramming. No adverse patient effects were reported. This system remains in service. Additional information was received mentioning this device was explanted and replaced. No additional adverse patient effects were reported.